Manufacturer narrative:
H11: three photos sample were provided to our quality team for evaluation. We can confirm that the incorrect carton is present. The product was packaged into the incorrect carton; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number reku0292 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, it was identified that the probable root cause is traced to manufacturing related. A formal investigation was opened to further investigate these defects. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the peritx tray came in pleurx box / outer packaging. During follow up response it was further reported that the product inside the packaging was confirmed to be a peritx catheter tray. The issue was identified prior to use; the product was not used on a patient. No adverse events, procedural delays, or clinical concerns were reported, only initial confusion due to the packaging.

Event description:
It was reported by customer that the peritx tray came in pleurx box / outer packaging. During follow up response it was further reported that the product inside the packaging was confirmed to be a peritx catheter tray. The issue was identified prior to use; the product was not used on a patient. No adverse events, procedural delays, or clinical concerns were reported, only initial confusion due to the packaging.

Manufacturer narrative:
H11: a lot number was provided so a device history record is currently underway. Photos were provided and review is currently pending. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. G4: PMA/510(k): k201155;k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.